Event description:
New etq record created in order to update etq (legacy system) complaint (B)(4). Reason for original complaint ¿ asr revision to take place on (B)(4) 2011; asr xl acetabular system bi-lateral; reason(s) for revision: unknown. Update: hospital,surgeon & products added as per crawford update spreadsheet dated (B)(4) 2012. Does not identify which products go with each hip. Update received (B)(4) 2013. Reason for revision added. Reason(s) for revision: alval / soft tissue reaction. Update received (B)(4) 2014. Surgery date added for right hip. Additional surgeon and hospitals added. Kid and status changed to legal. Correct hip sides identified for products. Right; surgery date: (B)(4) 2008. (B)(4). Left; surgery date: (B)(6) 2009. (B)(4).

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr xl acetabular system bi-lateralk. Reason(s) for revision: unknown.

Manufacturer narrative:
Depuy still considers the investigation closed. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Not returned.

Event description:
Reason(s) for revision: alval / soft tissue reaction.